Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during procedure the stylet got jammed in the lead, however, it required minimal force to remove the stylet. The lead was implanted and remains in use. No patient complications have been reported as a result of this event.